Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 8bv2g29, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran a control test and obtained a reading of 155 mg/dl on the contour next meter. While checking the memory of the meter it was discovered that the reading was not automatically marked as a control test, and so the reading will be displayed as blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.